Event description:
(Report 15 of 17) it was reported during surgery when the surgeon was tightening the screws the screwdriver rolled over the screws preventing them from locking. The surgery was completed after a 40-minute delay. There were no other adverse patient consequences reported. There are 17 related report numbers for this event 3025141-2024-00424 through 3025141-2024-00440.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found for the 50mm rib plate (part number rbl1301, lot number 579346). However, the rib plate was not returned for evaluation.